Event description:
The following additional event details were received from the customer: the reported failure occurred during a therapeutic procedure. Although the event caused a 5-minute procedural delay, the patient was reportedly not under general anesthesia or sedation at the time of the delay. The procedure was completed with another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the failure of the emergency light socket was identified as the cause of the reported issue. However, the root cause could not be determined. This supplemental report includes additional event details received from the customer. B5 has been updated with the additional information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to defective emergency light socket causing the emergency light to malfunction and the emergency light indicator on the front panel to blink. The device evaluation found following non-reportable finding: the socket of light guide connector was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an emergency light damage error displayed on xenon light source. The issue was found during reprocessing of the subject device. There was no information on the procedure. There were no reports of patient harm associated with the event.